Manufacturer narrative:
(B)(4). The customer stated the product will not be returned because this event happened over a week ago and the devices were not sequestered. Unable to determine the cause of the customer's reported complaint.

Event description:
A customer reported that a patient on a pump module and a pca module with morphine did not appear to be receiving primary fluids. The nurse opened the pump door on the primary fluid chamber and noticed the roller clamp was not completely open as it should have been and that the pump did not alarm for occlusion. The occlusion alarm was set at 525mmhg. The nurse opened the clamp, left the room for about 30 seconds and when she returned, the patient asked if she had received a lot of morphine because she didn't feel good. The nurse stopped the pump and the patient was monitored via pulse oximetry and vital signs were taken (no report on values). The patient was kept awake and a wet cold cloth was applied. The morphine was clamped closest to the y site, the IV line was disconnected and primed with lactated ringers. The line was reconnected to the IV site and primary fluids were restarted. The patient was answering questions appropriately and was awake the entire time. Patient was observed for 30 minutes by nurse. The customer stated no further patient or event information is available.